Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low as well as high blood glucose level. Customer¿s low blood glucose level was in the range of 45 mg/dl to 47 mg/dl and high blood glucose level was in the range of 331 mg/dl to 390 mg/dl and other relevant blood glucose level was 146 mg/dl. Customer stated that the insulin pump received insulin flow blocked alarm while priming the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report in section 'date received by manufacturer' was incorrect. We have corrected the aware date from may 22, 2020 to may 14, 2020 which has been updated on this report.